Manufacturer narrative:
Visual and functional analysis was performed on the returned product. The retraction problem was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty. It may be possible that the difficulty retrieving the filter was due to a large embolic load preventing the filtration element from encapsulated into retrieval pod; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The x-act stent system is filed under separate medwatch report number.

Event description:
It was reported that during an internal carotid artery intervention, a nav 6 embolic protection device (epd) was placed without issue. An xact stent was advanced to the lesion and during deployment, due to the stenosis, the stent elongated, and was accidentally pulled into the sheath. The stent could no longer be released, so the entire stent system, including the stent was removed. Once outside of the patient, the stent remained in the sheath, and was simply removed without issue. Another xact stent was used to complete the procedure. After the procedure and during removal of the epd filter, the filter was not able to be fully retracted into the recovery catheter, so it was removed with the barewire and recovery catheter together. The final results were noted to be good. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.